Manufacturer narrative:
Product event summary: one (1) pump and (2) controllers with unknown serial number were not returned for evaluation. A review of the manufacturing documentation was not performed as the serial number was unavailable and the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis could not be performed since log files were not available for analysis. As a result, the reported event could not be confirmed. A possible root cause of the reported vad stop event can be attributed but not limited to a physical disconnection of the driveline from the controller, a controller failure, or a pump failure. A possible root cause of the double disconnect alarms can be attributed but not limited to disconnection of both power sources, intermittent connection on one or both power sources and/or controller malfunction. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported pump not restarting can be attributed, but not limited to the failure of the pump to restart after several attempts. An internal investigation was created to further investigate failures of the pump to restart. Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: / catalog #: / expiration date: / serial or lot#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: / catalog #: / expiration date: / serial or lot#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. This event was reported in the q1 2024 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized for the ventricular assist device (vad) alarming and off. A controller exchange was attempted and the vad failed to restart. It was noted that the vad was not reading any flows and read "pump failure" on the controller screen, and that the controllers exhibited driveline disconnect and double disconnect alarms. The patient was started on epinephrine and heparin. The vad was exchanged. No further patient complications have been reported as a result of this event. This event was reported in the q1 2024 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.